Event description:
The customer reported that the u/s got weak during the second surgery of the day, and could not work. The patient was moved to another hospital, and the surgery was completed. The third surgery of the day was cancelled.

Manufacturer narrative:
A company service rep checked the console and found the capacitor on u/s ctrl pcb was burnt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.